Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2024-00177. All information can be found under manufacturer report number 8010182-2024-00177. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the return line luer connector of a prismaflex oxiris set during continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced to continue treatment. There was not report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name : e1: initial reporter last name: e1: initial reporter facility name: oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.